Event description:
We were notified by the patient's family member that the patient with this device had complained to her physician of sever stabbing pains in her chest, for about a month after implant. Early (B)(6) 2018, she started vomiting and was still having a lot of chest pain, so she was taken to the hospital. While at the hospital, it was discovered that she had blood in the sac around her heart and in her lungs. It was confirmed at that time that the rv lead had perforated her heart and she was bleeding. The patient was taken into surgery on (B)(6) 2018 where the lead was repositioned and the blood was drained. The physician said that the perforation had already resealed itself. The ICD and leads remain actively implanted at this time. No additional patient events have been reported since the procedure to reposition this lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.